Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the allegation of failed labeled longevity was confirmed. A review of device memory noted no resets or fault codes. The device and battery behavior match that of trended units that reach eri prematurely due to a higher than expected cell impedance increase. The device passed the pacing and sensing portions of the therapy verification tests. The device passed manual defibrillation testing. The cause of the extended charge times is the increased internal impedance of the cell.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations.